Manufacturer narrative:
The device in question was not returned to walkmed infusion for product evaluation and investigation. The device was discarded by the user. Without the device in question to investigate, the reported leak could not be confirmed. Device not returned to walkmed.

Event description:
Walkmed infusion received a report that the triton tubing had a leak. There was no report of an adverse event or exposure to any medication. The device in question was discarded by the facility and will not be returned to walkmed infusion for product investigation.